Event description:
A product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. Workflow in the hospital: md creates all necessary sites for patient under one diagnoses and one course. The physists creates the individual beams for all sites whenever they are necessary. For one patient the md created 3 sites (1 breast, 2 supraclave, 3 boost). The physists imported 3 beams and dragged them to different sites (b1+2, to site 1, beam 3 wrongly to site 3 boost instead of site 2). After a few treatments they recognized that beam 3 is documented for the boost which only starts after site 1 is completed) and dragged in lantis the beam to correct site 2. They renewed the dosimetry and lantis correctly displayed the dose and tx record under the site 2. Error: in rtt the tx doc only started from the moment the beam was moved. If the total dose per fraction is 200cgy and the total dose is 4000cgy and the move has been done after 3 fractions, lantis displays on fraction 4 800cgy of 4000 and the rtt displays only 200cgy. This might result in overtreatment. There was no injury reported. Risk analysis is complete. Corrective action is pending.

Manufacturer narrative:
Risk assessment has been completed and determined to be severity 3 "critical" worst case: over treat of up to 5 fractions is possible and might lead to serious injury and or death due to overdose." And probability c "remote" since lantis reflects the right information under all circumstances, it has been considered that the error would occur rather remote." The risk team recommended the following correction actions: immediate action-none, delivery stop-none, restrictions for use/application-none.